Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that patient's pacemaker exhibited oversensing. Programming changes were made, and patient would be further monitored. There were no patient consequences.